Event description:
During a post stent dilatation procedure, a dissection occurred distal to the stent. The wire was distal to the dissection. Several hrs post procedure, the pt coded and was successfully resuscitated and intubated. A pericardial effusion was successfully drained with a catheter. Pt status is listed as "ok".